Event description:
It was reported that during a device replacement procedure, the pulse generator exhibited loss of output upon exposure to electrocautery. The patients heart rate dropped to 30 beats per minute. The device was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.